Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd phaseal¿ optima injector (n35-o) separated from the connector and leaked IV fluid into the patient's bed. This occurred 2 separate times, once during the day and once at night. The following information was provided by the initial reporter: "the optima phaseal connector and injector were used in two places on the patient's line. Once during the day shift, the tubing was completely disconnected from the patient with the blue clamp in place. IV fluid was dripping in the bed. Then the same thing happened again over the night shift."